Event description:
Rptr indicated that a high lead impedance reading was obtained during lead test (dc-dc code 7). The pt could not feel stimulation nor would their voice become hoarse upon magnet stimulation. Pt went in for a revision surgery in 2001. Before the surgery, an x-ray was taken which did not show anything abnormal. During the revision surgery, the physician noticed that the positive electrode was exposed and broken through the insulation. A new lead was implanted and lead test results were acceptable.